Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat an unspecified vessel. Predilatation was performed prior to advancement of the 2.5x8 mm xience xpedition stent delivery system (sds) to the lesion. No resistance was felt during advancement of the sds. After inflation of the sds balloon, and after successful deployment of the stent, bleedback was observed in the catheter because the balloon had ruptured. The device was retracted from the patient without issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.